Event description:
It was reported that the cadd legacy plus pump gave "no key beep". It was reported that there was no patient involvement in the reported event.

Manufacturer narrative:
One cadd legacy plus pump was received for evaluation. The event history log was reviewed and there were key stuck messages. A functional check was performed and the reported "no key beep" was unable to be duplicated when any key button was pressed. A key stuck message was found in the pump's event history logs. It was recommended that the keypad assembly be replaced as a preventative measure.